Manufacturer narrative:
(B)(4). Device manufacture date: june 5, 2015 - june 6, 2015. The device was received for evaluation with approximately 18 ml of fluid still in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection via the naked eye revealed no signs of blockage or physical abnormality that could have caused the reported condition. A flow rate test was performed, and the flow rate was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an overinfusion incident. The device was filled with 3500 mg of fluorouracil in 120 ml of 0.9% sodium chloride solution. The device completed the infusion after 29 hours instead of the expected 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.